Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported supraventricular tachycardia, transient ischemic attack, and suspected thrombus could not be conclusively determined. Evaluation of a submitted log file confirmed power elevations; however, a cause for these could not be conclusively determined. It was reported that the patient's lvad produced power and flow estimation elevations in the presence of sub-therapeutic inr. A submitted log file confirmed these power elevations between 29jan2017 to 30jan2017. The patient was admitted and underwent supraventricular tachycardia (svt) ablation on 07feb2017. The patient subsequently had symptoms of transient ischemic attack (tia) the morning of 08feb2017. The lvad clinician reported that device thrombosis was suspected. A second log file was submitted for evaluation. The patient's power elevations appeared to have resolved after 30jan2017. Thrombus, cardiac arrhythmia, and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient lvad produced power and flow estimation elevations in the presence of sub-therapeutic inr. The patient was admitted and underwent supraventricular tachycardia (svt) ablation on (B)(6) 2017. The patient subsequently had symptoms of transient ischemic attack (tia) the morning of (B)(6) 2017. The lvad clinician reported that device thrombosis was suspected. Log file analysis was inconclusive for device thrombosis. Additional information as requested, but was not provided.